Manufacturer narrative:
(B)(4). (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product user facility to the (B)(6) that they had a patient develop a grade 3 pressure ulcer to anus from a flexiseal device. Upon reading the incident report the following details were noted: on (B)(6) 2021 it was noted "fragile skin around the bottom, flexiseal in place, one breaking point, inadine applied". Further documentation about the patient's pressure ulcer from flexiseal on (B)(6) 2021, but no details about dressing plan. On (B)(6) 2021 it was noted "planned review of pressure ulcer around anus due to long term use of flexiseal. On assessment grade 3 pressure ulcer present. Area broken either side of anus. Wash area with octenisan when bowels open, clean wounds with normal saline, and loosely pack with aquacel extra and cover with allevyn non adhesive. Redress as required." It is also noted in the nursing notes that the "patient sometimes sits in the chair for 3-5 hours with minimal repositioning". No photographs depicting the reported complaint issue were received. Per the product IFU it is a contraindication for the device to be in use if patient "have any rectal or anal injury.